Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigaiton for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the ventilator was being set-up for a patient being transferred to CT, and the ventilator started alarming, and when checked it was delivering prolong breath without exhalation. The patient was immediately taken off the ventilator and out back on a servo I ventilator. The patient suffered pneumothorax and the doctor had to insert chest tube. The customer has reported the event to the board of health.

Manufacturer narrative:
Additional contact information: elmer diwa/rt supervisor / elmer.diwa@med.usc.edu / +1(626)-821-2372. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.